Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A pairing test with the (B)(4) bluetooth device was performed and failed. The global transmitter final functional test was performed and failed. A voltage test was performed and failed. Share data log and bin file review could not be performed as no data was available. Confirmation of the allegation could not be determined. A root cause could not be determined.